Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did find it kinked, and a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016 . Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 25.6 mmol/l (460.8 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The pod's cannula was bent. Multiple corrections were administered using the pod but the bg levels did not decrease. A new pod was applied to treat the hyperglycemia. The patient's blood glucose and insulin history is as follows: time: 12:08am, bg(mmol/l): 13.9, (mg/dl): 250.2; bolus(u); 6:46am, 18.9, 340.2; 9:22am, 11.7, 210.6; 12:44pm, 20.3, 365.4; 1:47pm, 25.6, 460.8; 3:57pm, 19, 342, 2.60.